Event description:
A piece of the end of the catheter (approx 9cm) broke off while in situ. The catheter was placed in the pt on 4/16/97 and removed on 4/23/97. On removal nothing unusual was noticed by the medical staff. The pt returned to the clinic and showed the staff a piece of the catheter passed from her.